Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Date of event: unknown as information was not provided. Best estimate is since (B)(6) 2019 - (B)(6) 2019. If explanted; give date: not applicable as the iol remains implanted in the patient's ocular sinister (left eye). (B)(4). Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted in the patient's ocular sinister (left eye). A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zcb00 22.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. Patient complains of seeing floaters, wiggles, eyes are tired as the day progresses, and color perception affected; patient does wear sunglasses. Driving vision better before surgery ¿ sees glares at night. In lesser light, her vision is better. Initially, vision in the left eye was better than ocular dexter (right eye) after cataract surgery, however, vision has regressed, and patient is using over the counter drops given by the doctor¿s office. Through follow up, additional information was received stating the patient now has floaters in oculus uterque (both eyes). She gets headaches and reports her distance vision after the surgery was better and now it is worse. She was referred to another doctor for a 2nd opinion who told her the cataract could have been premature, meaning that she was not at the point of needing the cataract surgery. She gets headaches and has dry eyes. At the end of (B)(6) 2019, she was given a prescription for her dry eyes but since she had allergic reactions, she stopped using the medication. Instead she is using over the counter eye drops. The patient reports the doctor did not tell her that the depth of color would change with these artificial lenses which she noticed after the first eye was implanted. She was also was given glasses that do not work for her and has visited her doctor 3 times/changing the glasses. She is now using over the counter cheaters (glasses). The patient states that she must wear glasses all day for her work and she still has issues with her vision. Further information received indicated the patient¿s physician believes she may be allergic to the material of the lens and recommended that she make an appointment with the wellness eye institute. The patient reports initially it was the right (od) that was bothering her but now it is both eyes. Her visual issues make it difficult to for her to perform daily activities. This report captures the iol in the patient's ocular dexter (right eye). A separate report will be filed for the patient's ocular sinister (left eye). No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.